Manufacturer narrative:
Initial reporter address: (B)(6). Investigation summary: the device was visually inspected, and it was found in good condition. Then during a closer visual inspection, it was found that there was a hole in pebax with reddish material. The magnetic sensor functionality was tested on carto and the catheter was properly visualized and no errors were observed. Then, the force sensor feature was tested, and it was working properly. The force values were observed within specifications. A manufacturing record evaluation was performed for the finished device 30287058l number, and no internal actions related to the reported complaint condition were identified. The customer complaint cannot be confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure; however, this cannot be conclusively determined. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter for which the biosense webster, inc. Product analysis lab identified a hole in the pebax. Initially, it was reported that the contact force of the thermocool® smart touch® sf bi-directional navigation catheter had stopped working. The catheter was replaced, and the issue resolved. The procedure was successfully completed and there was no patient consequence reported. The force issue was assessed as not MDR reportable, as the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is not remote. On january 17, 2020, the biosense webster, inc. Product analysis lab received the device for evaluation and upon initial visual inspection, it was noted that the product revealed no physical damage. On february 7, 2020, after further analysis and testing, it was found that there was a hole in pebax with reddish material. This event was originally considered not MDR reportable, however, biosense webster, inc. Became aware of a reportable malfunction through second visual analysis on february 7, 2020 and have reassessed this complaint as reportable. Therefore, the awareness date for this reportable lab finding is february 7, 2020.